Event description:
Litigation papers allege since surgical implantation in both hips, patient has suffered symptoms including but not limited to swelling, inflammation, hip pain, and problems sitting and standing.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: - sales rep reported revision surgery for left hip. Patient was revised to address pain. The sleeve is now being added to the complaint.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 03/31/2014- medical records were obtained. Medical records indicate upon revision, necrotic tissue was noted on the left side. Dob was identified. The complaint and associated mdrs were updated. The information received does not affect the MDR decision. The complaint was updated on: 04/22/2014.